Event description:
The customer reported that this unit failed to power up, and the ac power indicator failed to illuminate.

Manufacturer narrative:
The customer reported that this unit failed to power up and the ac power indicator failed to illuminate. The factory has not yet received the device for eval, and the complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.